Event description:
It was reported that the device embolized out of the laa. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that the closure device had embolized out of the laa and was in the abdominal aorta of the patient. The patient was not experiencing any symptoms as a result of this event. The physician successfully retrieved the closure device with a percutaneous snare. The patient is recovering well and is planned to be discharged. A new implant procedure will be scheduled at a later date.